Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the mild tortuous and moderately calcified vessel artery. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No patient complications were reported.